Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tube was not being properly filled."

Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood and sample leakage. The following information was provided by the initial reporter. The customer stated: "the tube was not being properly filled. The tube would not fill properly/sufficiently."

Manufacturer narrative:
The following fields have been updated with additional information: b.5 describe event or description: it was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood and sample leakage. The following information was provided by the initial reporter. The customer stated: "the tube was not being properly filled. The tube would not fill properly/sufficiently." H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10